Event description:
It was reported that the iab was inserted using an introducer sheath. During the insertion procedure, the iab became stuck in the sheath and the balloon would not inflate. Because of this, the iab was removed. There were no associated pt complications.